Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and intermittencies. The patient was seen at the center for device evaluation. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was functioning. However, the patiently reportedly continued to have sound quality issues. The decision was made to explant the device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.